Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and the non-boston scientific right ventricular (rv) lead exhibited oversensing of noise and pacing inhibition. Technical services (ts) reviewed device data and found the patient had multiple ventricular fibrillation (vf) events. Noise was present on the rv channel, and a true ventricular arrythmia event began. The arrythmia was fine but was sensed appropriately. The device delivered appropriate anti-tachycardia pacing (atp) and shocks. Most of the shocks converted the arrythmia. Post-shock, a large mechanical noise was observed with pacing inhibition in the atrial tachy response (atr). Ts suspected the oversensing of noise and pacing inhibition induced the vf. The patient was hospitalized and ts recommended performing a lead revision. This crt-d was explanted and replaced. The non-boston scientific rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and the non-boston scientific right ventricular (rv) lead exhibited oversensing of noise and pacing inhibition. Technical services (ts) reviewed device data and found the patient had multiple ventricular fibrillation (vf) events. Noise was present on the rv channel, and a true ventricular arrythmia event began. The arrythmia was fine but was sensed appropriately. The device delivered appropriate anti-tachycardia pacing (atp) and shocks. Most of the shocks converted the arrythmia. Post-shock, a large mechanical noise was observed with pacing inhibition in the atrial tachy response (atr). Ts suspected the oversensing of noise and pacing inhibition induced the vf. The patient was hospitalized and ts recommended performing a lead revision. This crt-d was explanted and replaced. The non-boston scientific rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.additional information was received. There was asystole for approximately five seconds due to the pacing inhibition. The patient fully recovered after the procedure.

Manufacturer narrative:
Additional information added to b5.f10 and h6 updated.this product investigation is still in progress. This report will be updated when product investigation is complete.